Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused over 21ml when performing normal preventive maintenance procedure with distilled water with parameters of 40ml/hr and a volume to be infuse of 20ml. The event occurred during testing in the clinical engineering shop. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the reported issue was not reproduced. A review of the event history log was performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation inspected the device for flow accuracy testing but did not observe any symptom or potential causes of the reported problem. No action required. Should additional relevant information become available, a supplemental report will be submitted.